Event description:
During a pulsed field ablation procedure for atrial fibrillation, a cardiac perforation was identified, which required pericardiocentesis. During the procedure, some applications in the right superior pulmonary vein were not completed due to a short circuit error. It was confirmed that there was no contact with the guidewire with fluoroscopy. The right superior pulmonary vein was subsequently successfully isolated. Following completion of ablation in this region, a drop in blood pressure was observed. Ultrasound evaluation identified a pericardial effusion. Arterial blood was aspirated from the epicardial space, and the perforation was determined to be located near the left atrium. The patient remains hemodynamically stable.